Manufacturer narrative:
Software analysis was initiated. Analysis determined that the site did not use proper protocol with the images. The software was determined to be functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Concomitant medical products: pn: 9733467, sn/ln: version 2.3. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site had difficulties registering the patient. It was reported that the site performed multiple traces and were able to successfully pass registration. The surgeon opted to complete the procedure without the use of the navigation system. There was no reported impact on patient outcome.